Manufacturer narrative:
Batch review performed on 05-aug-2024 lot 2242249: (B)(4) items manufactured and released on 14-dec-2022. Expiration date: 2027-11-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10mm) with a thicker one (14mm) and the surgery was completed successfully.